Manufacturer narrative:
The insulin pump had a button error alarm due to moisture damage on the button/keypad trace. The insulin pump also had a blank display due to moisture damage on the electronic assembly.

Event description:
The customer reported a button error alarm. Troubleshooting was performed, and the buttons had not been pressed for three minutes or longer. Advised that the insulin pump would be replaced. Nothing further was reported.